Event description:
It was reported the rigid video laparoscope had scope communication error e226. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30 occurred and no image was displayed. A root cause could not be identified. Based on the results of the investigation, since the reported malfunction did not reoccur during investigation, a probable root cause could not be identified. The most probable cause of the scope communication error b30 occurs and no image was due to broken video cable, and the probable root cause was likely due to component failure. Date of event was unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.